Event description:
"Product clamp snapped on first use." On (B)(6) 2012, the dental assistant reported that during a restorative composite bonding procedure performed about 2 weeks ago, the device "snapped" on the pt's gums causing some gingival trauma that was treated with soft tissue laser therapy.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.